Event description:
Procedure type: colectomy. According to the reporter: the plastic locking collar broke during the case. The metal pin on the collar came loose but was recovered. A different trocar was opened to complete the case. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating time. No patient injury was reported.

Manufacturer narrative:
(B) (4)